Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. Pump was reset to resolve the issue. Additionally, it was reported that the pump history did not reflect accurate data despite being in use. There was no reported adverse impact to the customer. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.